Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed malfunction in the geometrical movement. Review of the system log file showed that there was malfunction with the geo ipc. Upon further troubleshooting action, field service engineer (fse) found that the host pc defect. The fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that geometry was partly available. No harm has been reported to philips. Philips has started an investigation of this complaint.